Manufacturer narrative:
The pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that insulin pump had crack around the reservoir. The customer¿s blood glucose level was 4.6 mmol/l. The insulin pump will be returned for analysis.